Event description:
During IV and PICC line dressing and maintenance, as the clinician removes a male connection from the microclave connector, the spring loaded return mechanism sticks and does not seal the clave connection. This failure results in fluid leaking from the clave port which compromises sterility. We initially discovered this when we noted an increase in blood stream infections, and found this defect as part of our investigation. This failure is noted to occur after clave has been in position for up to three days. Our staff has been unable to provide lot numbers as packaging is discarded during initial use. One unit has had more than 12 failures of this type. The manufacturer has replaced the complete inventory. However, our clinicians have determined that the new product has exhibited the same sticking issue as the old inventory.